Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a qdot micro and a vizigo and the patient experienced an "acute heart attack", air embolism that required emergency angiogram and cerebrovascular accident (cva) as noted by subcortical embolism with symptoms of paralysis) that required thromboaspiration. During the carto 3 ablation procedure, the patient's ECG showed signs of an acute heart attack. An emergency coronary angiography was performed, and abnormal air was detected in the coronary arteries and in the left atrium. The procedure was suspended since there were "many air bubbles in the coronary artery". The cause was later identified as an incorrect infusion method of the saline solution. It was also reported that patient had failed awakening, temporary paralysis of the limbs and a subcortical embolism. A "tac" (CT scan), deep sedation, and thromboaspiration were done for intervention. Additional information was later received indicating the physician's opinion on the cause of the adverse event was air bubble in the heart, coming from the introducers in the left atrium. It was reported that the first event (myocardial infarction / air embolism) identified intra op, caused the second adverse event of cva, which was found post op. When referring to "thromboaspiration", it was during the angiogram the hemodynamicist tried to aspirate some of the air bubbles. The subcortical thromboembolism in the brain has not been aspirated at the moment. The patient was in an induced coma, not awakenable at the moment, because patient was having convulsions and requiring extended hospitalization. The patient's symptoms have not resolved. The event was considered a cva (cerebrovacular accident). There was no evidence of blood thrombus/clot during the procedure. There was no evidence of char during the procedure. In reference to the report of "incorrect infusion method of saline solution", means that the bag squeezers were mistakenly used with rigid saline bags (instead of soft saline bags) to irrigate the long introducers in the left atrium. There were no malfunctions with bwi pump. The pump to the ablation catheter worked properly. The procedural activated clotting time (act) was over 300. Two transseptal punctures were performed. A few seconds of qdot ablation were performed in the ostia of the pulmonary vein (1 of 4 pulmonary veins).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31573105l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).